Manufacturer narrative:
Vitros tsh performance could not be evaluated as the customer did not provide quality control data for the investigation. The customer had not observed any other unexpected vitros tsh pt results. The investigation found no evidence to indicate that the vitros eciq did not operate as expected, however, review of datalogger files found no data to support that the customer had performed daily maintenance on the vitros eciq on the day of the event. Failing to perform daily maintenance on the vitros eciq could have contributed to the falsely elevated result observed, however, this could not be confirmed. The root cause of this event is unk.

Event description:
The customer observed non-reproducible positively biased results from a single pt sample using vitros tsh reagent on a vitros eciq system. The sample was repeated twice on the vitros eciq with expected results when compared to a competitive system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. It is not known which result was reported by the lab. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).